Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added. Additional information was provided stating that the patient survived post-explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 42 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Extracorporeal membrane oxygenation was placed and served as the primary hemodynamic support device, with the impella utilized for left ventricular venting. During support, lower than expected flows were observed on the impella 5.5 device, with reported flows of 0.0 liters per minute at performance levels 1 and 2. Troubleshooting interventions included administration of blood volume; however, the pump flow issue did not resolve following volume administration. A left ventricular thrombus was observed. No cannula kinks were observed. Additional contributing factors included delayed insertion following graft placement. The activated clotting time was reported as 150 seconds. The pump was repositioned; however, repositioning did not resolve the low flow issue. Following troubleshooting, the impella was operating at performance level 2 with expected flows of approximately 1.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on mechanical circulatory support with no additional adverse events reported.